Event description:
Information received with regarding the explanted device notes that despite software downloads, the device continued to revert to back-up operation. There were no consequences to the patient.